Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Patient reported "had to have emergency surgery in unknown eye following the use of an unknown glaucoma stent." Device status unknown.